Event description:
It was reported by the customer "on (B)(6) 2019 we dispensed a 20x19mm huber needle. When starting the preparation of the puncture, the nurses identified that the tip of the needle came with dirt. The product was discarded." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation